Event description:
On (B)(6) 2023, a family member called to report a patient (pt) was diagnosed with ¿infection and ulcer¿ on (B)(6) 2023 while wearing an acuvue® oasys max 1-day multifocal brand contact lens (cl). The pt reported rubbing the eye, then experiencing irritation and ¿bloodshot¿ eye with tearing. On (B)(6) 2023, the pt provided additional information. On (B)(6) 2023, the pt reported inserting a new cl and by the afternoon, the right eye (od) started to feel itchy and bothersome, like something was in it. The pt removed the suspect od cl and used hot compresses that night to try and relieve the irritation. On (B)(6) 2023, the pt went to an eye care professional (ecp) and was diagnosed with a corneal ulcer and an ¿infection.¿ the pt was prescribed moxifloxacin every 2 hours od and advised to return for a follow-up appointment on (B)(6) 2023. The pt reported that the event occurred while traveling and will return home tomorrow, on (B)(6) 2023. The pt reported the od is currently very red, tearing, itchy, painful and very light sensitive. The pt also reported the od feels tired with blurry vision while reading with glasses on. The pt reports wearing the acuvue® oasys max 1-day multifocal brand contact lens for 3 months. No additional medical information was provided. On (B)(6) 2023 a call was placed to the pt¿s treating ecp¿s office. A representative confirmed the pt was seen on (B)(6) 2023 and diagnosed with a 1mm od central infectious (bacterial) corneal ulcer. The pt was prescribed moxifloxacin every 2 hours and advised to follow-up on (B)(6) 2023. On (B)(6) 2023, the pt presented showing od improvement and recommended the pt continue the same treatment. The pt was traveling and was advised to find an ophthalmologist as soon as possible, once home, for continued care. No additional medical information was provided as the pt has not been seen since on (B)(6) 2023. On (B)(6) 2023, the pt provided additional information. The pt reported the eye is fine and has resumed cl wear. The pt did see an ophthalmologist once returning home and agreed to provide contact information by email. Multiple additional attempts were made to the pt for the ophthalmologist contact information, but nothing additional has been received. No additional medical information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number: j002znr was produced under normal conditions. One opened blister was received containing one lens for lot number: j002znr. A magnified visual inspection revealed a misshaped lens. If any further relevant information is received, a supplemental report will be filed.